Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 47 year-old female patient who had essure inserted (lot no. He011wc) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2020 she experienced abdominal pain (seriousness criterion intervention required), migraine ("unexplained migraine"), palpitations ("heart palpitations"), insomnia ("no sleep"), depression ("depression"), leg pain ("leg pain"), back pain ("back pain (infiltrations without success)"), pain in arm ("arm pain"), dyspareunia ("extremely painful sexual intercourse"), muscle contracture ("contractions"), disturbance in attention ("no more concentration") and pain ("painful body") and was found to have weight increased ("unexplained weight gain"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (bilateral salpingectomy & oophorectomy). At the time of the report, the outcomes for abdominal pain, migraine, weight increased, palpitations, insomnia, depression, pain in extremity, back pain, dyspareunia, muscle contracture, disturbance in attention and pain were unknown. No causality assessment was received for essure with regard to abdominal pain, migraine, weight increased, palpitations, insomnia, depression, leg pain, back pain, dyspareunia, muscle contracture, disturbance in attention, pain or pain in arm. The reporter commented: adverse symptoms occurring in approximately 2020. Removal today (B)(6) 2024 ovaries [fallopian] tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. The following amendment was made: upon internal company review the event arm pain was added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 05-jul-2024. The most recent information was received on 11-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 47-year-old female patient who had essure inserted (lot no. He011wc) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2020 she experienced abdominal pain (seriousness criterion intervention required), migraine ("unexplained migraine"), palpitations ("heart palpitations"), insomnia ("no sleep"), depression ("depression"), leg pain ("leg pain"), back pain ("back pain (infiltrations without success)"), pain in arm ("arm pain"), dyspareunia ("extremely painful sexual intercourse"), muscle contracture ("contractions"), disturbance in attention ("no more concentration") and pain ("painful body") and was found to have weight increased ("unexplained weight gain"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (bilateral salpingectomy & oophorectomy). At the time of the report, the outcomes for abdominal pain, migraine, weight increased, palpitations, insomnia, depression, pain in extremity, back pain, dyspareunia, muscle contracture, disturbance in attention and pain were unknown. No causality assessment was received for essure with regard to abdominal pain, migraine, weight increased, palpitations, insomnia, depression, leg pain, back pain, dyspareunia, muscle contracture, disturbance in attention, pain or pain in arm. The reporter commented: adverse symptoms occurring in approximately 2020. Removal today (B)(6) 2024 ovaries [fallopian] tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. He011wc manufacture date: 2016-06 expiration date: 2019-03-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jul-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 05-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 47 year-old female patient who had essure inserted (lot no. He011wc) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2020 she experienced abdominal pain (seriousness criterion intervention required), migraine ("unexplained migraine"), palpitations ("heart palpitations"), insomnia ("no sleep"), depression ("depression"), pain in extremity ("leg pain"), back pain ("back pain (infiltrations without success)"), dyspareunia ("extremely painful sexual intercourse"), muscle contracture ("contractions"), disturbance in attention ("no more concentration") and pain ("painful body") and was found to have weight increased ("unexplained weight gain"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (bilateral salpingectomy & oophorectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, migraine, weight increased, palpitations, insomnia, depression, pain in extremity, back pain, dyspareunia, muscle contracture, disturbance in attention or pain. The reporter commented: adverse symptoms occurring in approximately 2020. Removal today on (B)(6) 2024 ovaries [fallopian] tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.